Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2020. H.6. Investigation: customer returned one (1) loose 31gx8mm, 0.3ml bd insulin syringe. Consumer reported that syringe would not draw up insulin, stated that the rubber stopper appears too small to hold pressure. The returned syringe was examined, then tested for flow: the syringe was unable to draw or expel properly. A wire test was then performed on this sample: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. The clog would be the cause for the syringe not being able to draw properly, as reported. No defects regarding the stopper were observed. A review of the device history record was completed for batch# 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200869089, 200868099] noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (stopper damaged). Process: the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. During the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. The cannula is then re-inserted into the hub with vacuum. The pim inspection systems looks for adhesive clogs and rejects the needle assemblies in the process. Investigation: a review of the device history record was completed. All inspections and challenges were performed per the applicable operations qc specifications. There were two (0) notifications. Root cause: root cause cannot be determined for this complaint. H3 other text : see h.10.

Event description:
It was reported that the stopper would not draw up insulin as it appeared to be too "small" during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported by the consumer that syringe would not draw up insulin, stated that the rubber stopper appears too small to hold pressure.

Manufacturer narrative:
(B)(4). Investigation summary: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate and stopper damaged/defective on lot # 9350297. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, difficult/unable to operate and stopper damaged/defective) was captured and addressed appropriately. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200869089, 200868099] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the stopper would not draw up insulin as it appeared to be too "small" during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported by the consumer that syringe would not draw up insulin, stated that the rubber stopper appears too small to hold pressure.

Event description:
It was reported that the stopper would not draw up insulin as it appeared to be too "small" during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported by the consumer that syringe would not draw up insulin, stated that the rubber stopper appears too small to hold pressure.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 31gx8mm, 0.3ml bd insulin syringe. Consumer reported that syringe would not draw up insulin, stated that the rubber stopper appears too small to hold pressure. The returned syringe was examined, then tested for flow: the syringe was unable to draw or expel properly. A wire test was then performed on this sample: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula . Under the microscope the residue was identified as residual silicone from the manufacturing process. The clog would be the cause for the syringe not being able to draw properly, as reported. No defects regarding the stopper were observed. A second wire test was performed to retrieve the material that caused the clog, however, the material was lost during the extraction process. A review of the device history record was completed for batch#: 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200869089, 200868099] noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (stopper damaged). Needle line process: the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. During the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. The cannula is then re-inserted into the hub with vacuum. The pim inspection systems looks for adhesive clogs and rejects the needle assemblies in the process. Assembly process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Investigation: a review of the device history record was completed. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications. Root cause cannot be determined for this complaint.